Manufacturer narrative:
This product has been returned and is currently undergoing laboratory analysis. This report will be updated upon its completion.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited labile and out-of-range right ventricular (rv) lead pace impedance measurements. Due to the variability, the physician elected to perform a revision procedure to replace the patient's existing system. During the procedure the lead to device connection was checked and found secure. Upon disconnecting the rv lead from the device it was thoroughly inspected with no anomalies noted and tested via pacing system analyzer (psa) returning normal measurements. Despite this, the lead was surgically abandoned, device explanted, and a new competitor system implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this ICD was thoroughly inspected and analyzed. Pin gauge testing confirmed that all port diameters were within design specification range; however, the diameter of the is-1 (rv) spring contact component was found to be out-of-specification. This may have resulted in a suboptimal connection with the lead terminal. This laboratory finding may have contributed to the reported clinical observation of fluctuating rv pace impedance measurements.

Event description:
.